Manufacturer narrative:
Corrected information provided: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealthcare professional reported that, after intraocular lens implantation surgery, the patient experienced halos and glare and could not adapt to the company lens and found it difficult to perform certain daily functions. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information has been requested.